Manufacturer narrative:
Analysis of the catheter revealed dark residue occlusion in the dispensing holes.

Manufacturer narrative:
Catheter model 8709, lot# l57739, implanted: 1998-(B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.

Event description:
It was reported that the patient experienced increased pain and withdrawal symptoms. A pump myelogram was performed, and healthcare provider (hcp) could not get anything from catheter access port. Catheter occlusion was noted. The catheter was explanted and a partial catheter was returend for analysis. Patient recovered without sequela. Drugs delivered via the device were morphine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.